Event description:
The rn found that the line on the oxygen blender knob was at 30 percent fractional inspired oxygen (fio2) while the arrow was pointing to 70 percent. The rn began to wean the fio2 by turning the arrow down until infant's oxygen (02) saturations normalized between 85 percent to 95 percent. Then the arrow was pointing to 30 percent and the line was pointing below a measurable level. The blender was analyzed with a separate o2 analyzer. When the arrow was at 60 percent fio2, the analyzer also read 60 percent. However, when the arrow was turned down to 35 percent fio2, the analyzer read 21 percent. The rn was unable to accurately determine the fio2 being delivered to the infant.